Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 2 message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error 2 message occurred on the morning of (B)(6) 2015. The patient manages his diabetes with insulin (no adjustments). He reported that after obtaining the alleged message, he continued with his usual diabetes management routine (including sliding scale). He denied developing any symptoms as a result of the alleged issue. He reported that prior to the start of the alleged issue, on the afternoon of (B)(6) 2015, he had received advice from a healthcare professional (hcp) to increase his insulin ¿due to high blood sugar readings¿. The patient also reported that a laboratory device had been used to check his blood glucose levels, but he was unable to recall the date, time or the result obtained. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time, and, based on the information provided there had been no trauma/misuse of the meter. The patient was using the correct testing steps and the correct test strips. When the patient pressed the power button, the error 2 message did not occur. The cca walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused and/or contributed to a serious injury. Although the patient indicated that he experienced ¿high blood sugar¿, this was several weeks prior to obtaining the alleged error message. This complaint is being reported, however, because the alleged error message remained unresolved at the time of troubleshooting.